Manufacturer narrative:
Any additional information received from customer will be included in a follow up report. At this time carefusion is waiting for components from customer for evaluation. (B)(4).

Event description:
The customer reported while using the avea ventilator, it alarmed high vte. The customer stated the unit was on a patient; no patient harm reported. The customer states the unit will pass est (extended self-test) but is auto cycling.